Event description:
Pt reported that their one touch ultra meter kept giving the error 1 message. The issue persisted after replacing the meter battery. This issue was not resolved with troubleshooting. Pt went to the hospital to check their blood glucose level, which was "below 60". Pt was not given any treatment. Unknown if pt had any symptoms. This case is reported as a meter malfunction since the error 1 issue was not resolved. No further clinical information was provided.